Event description:
It was reported that placement of the proglide sutures were attempted in the left common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was a 5fr and during the interventional procedure the sheath was upsized to an 12fr then a 15fr sheath. Reportedly, after suture deployment, the device could not be withdrawn, the device separated into 2 pieces. The patient was taken emergently to the or for open arteriotomy and removal of a 19cm fragment of the proglide closure device tip and subsequent stent graft deployment. It was noted that the retained fragment had an irregularity at the fractured end which occurred at the guidewire exit hole. Bleeding was controlled and the patient received a blood transfusion. The patient was kept overnight in the ICU and discharged home the next day. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.